Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image, b31 scope communication error code was not confirmed. The device evaluation found front panel discoloration. The label is not legible. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, no image, b31 scope communication error code was received when using the evis exera iii video system center. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b31 error and no image being displayed could not be identified, nor could the phenomena be confirmed/reproduced. Olympus will continue to monitor field performance for this device.